Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred.